Event description:
It was reported that during an implantable neurostimulator (ins) removal procedure, the lead broke. The patient would like more information about the lead remaining in her body. The ins was removed (B)(6) 2014. The patient was reportedly just informed the day prior to the report that the lead broke during removal and it was inaccessible. The patient was upset that the healthcare provider (hcp) waited 4 weeks to tell her. The original follow up appointment was scheduled for 6 weeks and by that time ¿it would have been worse.¿ the patient would also like a copy of surgery report and to know how much lead was left in her body. It was mentioned that the hcp directed the patient to see a general practice hcp to get an x-ray. It was reported later that same day that the patient now had lead fragments left in her body and the patient had leg pain because of it. The hcp was reportedly on vacation and would see the patient upon his return. Please refer to mfg. Report# 3004209178-2014-12736, as it pertains to the reasons for the device explant.

Manufacturer narrative:
Correction: additional review indicated device code c63038 was applicable to the event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va090j8, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).